Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion, and no signs of char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "burnt tip" could not be confirmed. Glass cap fracture was observed. The probable root cause of the failure is: operational context.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 299,678 joules and 53:29 minutes the fiber tip was burnt and inefficient vaporization was noted. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was not cleaned during the procedure. No harm to the patient reported.